Event description:
It was reported while inserting a 3.5mm cortex screw in a percutaneous fashion into a 3.5mm va-lcp small bend proximal tibia plate. This was done under power using the ao screw attachment. It was misjudged how close the screw head was to the plate and did not release the trigger on the drill before the head contacted the plate. The screw stopped abruptly and the hex tip of the power screwdriver shaft broke off in the hex recess of the screw head. The decision was made to leave the piece in the screw recess to avoid a larger incision for removal. There is no planned reoperation to remove the fragment. The procedure was completed successfully without any delay or any patient harm. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Weight reported as (B)(6). A product development evaluation was completed: the 314.550 long small hexagonal screwdriver shaft is a device routinely used to aid in the insertion of 3.5mm variable angle screws in the 3.5mm variable angle-locking compression plate proximal tibia plate system as well as in two other technique guides. The returned device was received in good condition and was returned and reported to have broken while inserting a screw during a tibia plating procedure. This condition is confirmed; the device has a homogenous fracture surface approximately 16.25cm from the proximal end as the hexagonal tip begins. As reported in the complaint, the device broke as the screw which was being inserted with power became fully fixed in the plate. The device broke while power was still being applied and the screw was entirely fixed which introduced shear forces resulting in the breakage. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that misuse during powered insertion led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.